Event description:
It was reported that the insulin pump was giving him too much insulin. The customer's blood glucose reading was 241mg/dl. Troubleshooting was performed, and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to run the displacement test and passed. The mother went over everything, but she did not fell comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked battery tube threads, reservoir tube lip, scratched lcd window and case, and missing end cap sticker.